Event description:
It was reported that a pt underwent a primary, open repair of an umbilical hernia in 2008. The pt completed the six month follow up pt questionnaire in 2009 and reported that he noted a hernia recurrence. The recurrence had been confirmed by a doctor and the re-operation is planned in the future. Currently, the pt is not taking any medication for any problems related to the hernia.

Manufacturer narrative:
Recurrent hernia - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.